Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a hemorrhoidectomy, the surgeon pushed the firing knob till the end in order to fire the instrument. Only half of the clips fired and came out. The remaining clips weren¿t inspected in the field neither inside the patient. This caused a bleeding at the anastomosis. The surgeon decided to proceed the procedure with hand-suturing. Patient is safe now without any problem (eg. Stenosis at the rectum).

Manufacturer narrative:
(B)(4). Batch #: p55l3w. Device evaluation: the analysis results found that the pph03 device arrived with no apparent damage and void of staples. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.